Manufacturer narrative:
Conclusion: investigation revealed fatigue wire breakages in the active electrode consistent with repeated external mechanical impacts on the device. In addition, the increase in the ground path impedance is likely due to bone growth around the reference electrode. Other mechanical damages found during investigation are attributable to the removal surgery. The problems given in the recipient report appear to match the damage found. This is a final report.

Event description:
The user_s hearing performance with the device gradually decreased. The user was re-implanted.

Event description:
The user's hearing performance with the device is affected.

Manufacturer narrative:
Additional information: according to the currently available information, damage to the active electrode likely caused by minute device mobility is suspected. However, to determine an exact root cause a device investigation of the explanted device is necessary. Further steps are considered, but not scheduled yet.

Event description:
The user's hearing performance with the device is affected.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.